Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated which resulted in dyspnea, low blood pressure, tachycardia and pericardial tamponade. Drainage was performed and aspirin treatment was paused for ten days. The lead was revised and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is a duplicate of FDA report number 3008973940-2019-02506. If information is provided in the future, a supplemental report will be issued.